Event description:
It was reported to st. Jude medical that the patient returned to the hospital for a required ICD follow up study and after several attempts, it was not possible to obtain data from the device.